Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this reported condition were found. There are no non conformances related to the reported issue for the involved lot. The sample consisted of one catheter that was cut below the hub. A visual inspection was performed and it was observed that the adapters present signs of use (dirt and damaged). The blue adapter had a crack on the thread pitch area; the crack was at 0 degrees and 180 degrees. Additionally, the adapter did not present marks that would indicate the use of some type of instrument. The instructions for use (IFU) state that the customer has to perform an inspection before using the device. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for a period of approximately 7 months, therefore it can be concluded that the adapter was more likely damaged during use. According to the instructions for use adapter over tightening may cause a crack in the device. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 10/08/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a large crack at the adapter of the venous/blue extension and it is pulling air. The catheter was repaired with a repair set and they continued use. The catheter was tested before use. The product was treated with octenisept. The issue was noticed during dialysis. The implantation date was the (B)(6) 2015. There was no consequence to the patient. The patient condition is well.